Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 05-dec-2024. H6. Investigation codes: updated. The complaint was replicated, the pump would not turn on, so the pump had its mainboard replaced and the software updated, as well as the air detector, dso (downstream occlusion) sensor and dso seal being replaced. Pvt (performance verification tests) were conducted. All tests passed within specifications. Probable cause: error code 41786. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave an error code 41786. No patient involvement.